Event description:
The patient was injecting in periorbital area and in the cheek area, and allegedly developed substantial swelling, along with tenderness, redness and bumps in the areas, the patient was prescribed prednisone and antibiotics for three weeks and administered hyaluronidase which have not fully resolved the symptoms.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. At time of report, no lot number has been provided.